Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the rocker pin to the swivel adaptor missing and was replaced with a metal roll pin. The base handle tested low at 45 ft pounds and needed to be readjusted. General maintenance and cleaning was required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a3101 mayfield 2 series base unit found the swivel would not tighten.